Manufacturer narrative:
Based on the claim against the product by the customer noting clip would not stay in the clip applier instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip was installed on the instrument and clipped as expected. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the produce and recognition issues. The complaint regarding the clip would not stay in the clip applier instrument, was not confirmed by failure analysis. A review of the instrument log for the large hem-o-lok clip applier instrument (part number 470230-12/lot number n10210405-0200) associated with this event was performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 92 uses remaining after last procedural usage. No image or video was available for review. The root cause of difficulty applying a clip could not be conclusively determined based on this investigation as no issue was found during failure analysis. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier instrument clips were too loose and the instrument would not hold clips. The procedure was converted to another da vinci system with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.